Event description:
It was reported that unstable speed. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified first right posterolateral segment (#6). A 1.75mm rotapro was selected for use.et rotational speed was set to 200,000rpm while outside of the patient. During the procedure, it was noted that the rotation speed became unstable as it would run at around 220,000 rpm, then it would go down to 180,000 rpm. Subsequently, the actual rotation speed felt faster than the intended rotation speed. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotapro atherectomy advancer. The burr catheter used in the procedure was not returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found that the handshake connection was bent. Analysis was performed using a test burr catheter, as the burr catheter used in the procedure was not returned for analysis. Functional testing was then performed by connecting the advancer to the rotapro control console. During functional testing, the device was able to rotate, but fluctuations in rpm were observed during test rotation due to the bent handshake connection in accordance with the reported events.

Event description:
It was reported that unstable speed. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified first right posterolateral segment (#6). A 1.75mm rotapro was selected for use.et rotational speed was set to 200,000rpm while outside of the patient. During the procedure, it was noted that the rotation speed became unstable as it would run at around 220,000 rpm, then it would go down to 180,000 rpm. Subsequently, the actual rotation speed felt faster than the intended rotation speed. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications reported.